Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was reported during a pump replacement for normal end of service (eos), it was not possible to disconnect the catheter from the pump. The proximal segment of the catheter was cut by the healthcare professional (hcp) and replaced. The original distal segment remained implanted. There were no patient symptoms due to the event reported. The patient was doing well and receiving therapy after the event. The pump was used to deliver compounded baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (lot # unknown) found a difficulty with sc connector led to explant.